Event description:
It was reported by the patient that she believes she needs a vns replacement due to her seizures getting worse and having changed. The patient stated she was in the ICU for 4 days with seizures. The patient had not seen a neurologist and was looking for a recommendation to see one however no neurologist appointment is known to have occurred. No additional relevant information has been received to date.

Event description:
The patient reported that she was experiencing nausea and vomiting. It was unclear if the surgical intervention was also for the reported adverse events. The patient underwent vns generator replacement due to battery depletion. The explanted products have not been received by the manufacturer to date.

Event description:
During attempts at product return, it was revealed that the explanted product was discarded.

Event description:
Additional information was received indicating the patient was referred for replacement. No surgical intervention is known to have occurred to date.